Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for one (1) patient on theirdxi 600 access immunoassay system (serial number (B)(4)).the customer reported the first sample from the patient produced an access accutni+3 result that was within the normal reference range of the assay. The second sample from the same patient produced an elevated access accutni+3 result, above the assay's normal reference range. The customer repeated the sample twice on the same dxi 600 access immunoassay system and obtained lower results, within the assays normal reference range. The patient had a third sample that initially had a low access accutni+3 result, within the assays normal reference range. The customer repeated the sample twice on the same dxi 600 access immunoassay system and obtained one elevated access accutni+3 result, above the assay's normal reference range and one lower result, within the assays normal reference range. The customer stated the elevated access accutni+3 result was released from the lab and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), access accutni+3 calibration, system check and precision run) were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes and centrifuged at 2000 revolutions per minute (rpm) for five (5) minutes. The customer did not note any issues with sample integrity.

Manufacturer narrative:
The customer performed a passing system check and ten (10) replicate precision run. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information.